Event description:
Additional information was received from the patient's follow up visit on (B)(6) 2012. The patient continues to have seizures and it is believed that the patient needs a battery replacement. Revision remains likely, but has yet to occur.

Event description:
It was reported through clinic notes dated (B)(6) 2011 received on 02/14/2012, that the patient had been experiencing "significant seizures." It was indicated that, because of these seizures and the fact that the patient was initially implanted in 2005, the patient would be scheduled for revision surgery. The physician noted that the patient's vns settings were checked and were stable; however, no specifics were provided in the clinic notes. Revision is likely; however, it has not occurred to date, and attempts for additional information have been unsuccessful to date.

Event description:
An implant card was received on (B)(6) 2012, indicating that the patient had a generator revision. The surgery occurred on (B)(6) 2012. The reason for the replacement was marked as "battery depletion" with near end of service= yes. Attempts for product return are underway.

Event description:
Additional information was received indicating that the patient's seizures started following a motor vehicle accident in 1990 and that vns has helped the patient's seizures. A revision surgery is being planned as the battery is believed to be running out. The patient's settings and recent diagnostics were provided however no other information was obtained.

Event description:
The generator was disposed of by the hospital and will therefore not be returned. Post-op clinic notes were received indicating that the patient was doing well following replacement and denied any seizure activity as of (B)(6) 2012.